Event description:
A patient reported in a back to back testing session, their ss meter blood glucose readings were 1mg/dl, 59mg/dl, 89mg/dl and 249mg/dl. No symptoms were reported. Patient stated test strips were not inserted firmly during the testing session. Pt did not have supplies to do a control test. Lsf rep reviewed cleaning and use of control solution. The meter has been replaced. No allegations of harm have been made.